Manufacturer narrative:
D2b - pro code (product code): fge, nin. G4 - premarket / 510(k): k152607, k162404, p060006.

Event description:
It was reported that the stent balloon was difficult to withdraw from the stent requiring additional intervention. A 7.0mmx15mmx150cm express sd renal/biliary balloon expandable stent was used during a renal stenting procedure. The 85% stenosed target lesion was located in a mildly tortuous and severely calcified vessel which was pre-dilated using a 4x15 balloon. Then the express sd stent was placed without any issues; however, the balloon could not be retracted through the 7fr guide catheter and became stuck for 22 minutes. The physician accessed the opposite side, engaged the deployed express sd stent and used a 2x12 balloon to detach the balloon from the stent struts. The balloon was successfully removed from the patient and was fully intact with no part of the balloon remaining in the patients body. There were no patient complications as a result of this event and the patient fully recovered.